Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that when coagulation mode is used, the output is in cutting mode. The issue occurred during use of monopolar port 1. There was no patient involvement.

Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by manufacturer. A visual inspection of the generators exterior found no obvious issue. The customer reported that cut is coming out while using monopolar channel 1. The reported condition was confirmed. The investigation isolated the failure to the steering relay board, but a root cause for the board issue could not be identified. If information is provided in the future, a supplemental report will be issued.